Event description:
It was reported that the pump system was removed on (B)(6) 2012 due to infection. No further information was provided. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: it was reported that on (B)(6) 2012 the patient noticed clear yellow serous drainage at the incision site and was prescribed antibiotics. It was unknown if a culture was taken. The patient returned to the clinic one week later with a notice of dehiscence. The patient remained on antibiotics until the system was explanted. The infection fully resolved and the patient had a new pump implanted on (B)(6), 2012. The device system was used to deliver compounded hydromorphone, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter, product ID 8590-1, lot# n293288, serial#, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).